Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured september 05, 2014 to september 09, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device was involved in a leak incident. This occurred during reconstitution. The reporter stated that a non-baxter vial leaked when the vial-mate was attached to it. The leak was observed ¿both when it was closed and when it was open for reconstitution.¿ there was no report of patient involvement. No additional information is available.